Event description:
The user received questionable calcium results for one patient sample. All the results are in mg/dl. The initial result was 9.5 and the repeat results were 7.1, 7.0 and 6.8. All the repeat results were accompanied by a data flag. The erroneous result was not reported outside the laboratory and the patient was not adversely affected. The calcium reagent lot number was 62802801.

Manufacturer narrative:
A specific root cause was not identified. Quality controls were within specification at the time of the event. Retention samples were checked. No precipitate was found in the r2 reagent. A reagent issue is not likely. A fibrin clot or particles of gel may have been pipetted out of the sample cup, leading to the false result. The rerun of this sample, as well as two additional runs on a second analyzer support this potential cause.